Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock impedance measurement that was detected via the patient's remote monitoring system. The cause was not determined. Additional information indicated that the patient will be monitored through normal routine follow up. No plan to perform any commanded therapy or non-invasive programmed stimulation (nips) at this moment. This system remains in service. No adverse patient effects were reported.